Event description:
It was reported that the patient experienced a change in therapy effect. A week ago from the report date the patient started experiencing itching and a rash on her neck. The patient could not remember if it happened before or after her refill. It was then reported at the beginning of the week, from the report date, while the patient was out of town she called the health care provider (hcp) office and reported her legs were not ¿behaving properly¿. The patient had concerns about the pump not working, reported a ¿sickly sweet smell¿, was sneezing and shivering. Oral medications were ordered for the patient and she got better for ¿a day or so¿ and was now reporting that her lips were swollen on the inside. The patient was still out of state as of the report date. The hcp was looking for emergency rooms (ER) to send the patient to. The device system was used to deliver morphine and baclofen. It was later reported that the patient was in the ER because the pump was ¿not working¿. A hcp from the ER wanted the pump to be read. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory; product ID 8709, lot# j11166r59, implanted: (B)(6) 2002, product type catheter; product ID 8709, lot# j10894r16, implanted: (B)(6) 2001, product type catheter. (B)(4).